Event description:
Per the independent repair center, the customer alleged problem is the unit over heats. The key failure is the pilot valve alarms and shuts down. Associated malfunctions for this device: o2 nipple broken.